Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 23 (post-reset ram crc alarm) and screen went blank leading to partial pump display. Customer also had issues with sensor. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer was not able to clear the error. No harm requiring medical intervention was reported. The customer discontinued the use of the device, mmt-1884 was requested and customer response was the device will be returned. Updated summary: as received additional information, the customer also reported the loss of communication between the pump and transmitter. It was reported to medtronic minimed that the customer experienced a pump error 23 (post-reset ram crc alarm) and screen went blank, leading to a partial pump display and the customer also reported the loss of communication between the pump and transmitter. Customer also had issues with the sensor. The customer reported no adverse event. The event involved products mmt-1884, mmt-7841zn and unk_sensor. Troubleshooting was performed, and the customer was not able to clear the error. No harm requiring medical intervention was reported. The customer discontinued the use of the device, mmt-1884 was requested, and customer response was the device will be returned. No product is required for unk_sensor. No product is required for mmt-7841zn.